Manufacturer narrative:
Cmp-(B)(4). Concomitant products: - unknown head, unknown shell, unknown stem the investigation is still in process. Once the investigation is complete a follow-up MDR will be submitted. Multiple MDR reports were filed under the same event. Please see associated reports:0001825034-2017-03264, 0001825034-2017-03273, 0001825034-2017-03274.

Event description:
It was reported that a patient was indicated for a revision surgery an unknown date for an unknown reason. No revision procedure has been reported to date. Attempts have been made and no further information has been reported.